Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion occurred.

Manufacturer narrative:
Additional information provided: b.5 & g.3. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that there was an over infusion of esmolol programmed at an unspecified rate. The event occurred in the infusion center. Although requested, no additional information about the patient impact or event details provided by the customer.